Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. Patient 1 initial sodium result was 152 mmol/l and the repeat result was 142 mmol/l. Patient 3 initial chloride result was 114 mmol/l and the repeat result was 102 mmol/l. The repeat results were believed correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found the customer had potentially swapped reagent bottles. He checked the analyzer and ran successful calibrations, qc, and precision testing. The investigation determined the service actions resolved the issue.